Event description:
It was reported that while when the bd pyxis¿ medstation¿ es auxiliary, the auxiliary drawer 4.2 repeatedly fails. The drawer contains multiple cubies showing read/write errors, invalid cubie memory, and "device not detected on bus" messages. The issue appears persistent and impacts the functionality of the affected drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had numerous cubie errors. A field service engineer (fse) reseated the row cable and replaced the retractor band to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.